Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited primary audio alarm, auxiliary control unit/ watchdog failure. No patient injury reported.

Manufacturer narrative:
Other, other text: while performing a review of the complaint, there was no patient involvement, given this new information a risk assessment was performed there was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2023-06529 is no longer considered reportable, please disregard any reports associated with it. D3, g1,g2 email is: regulatory.responses@icumed.com